Event description:
Additional information received indicated that no safety incidents occurred.

Manufacturer narrative:
Other, other text: additional information: b5 and h6( patient code).

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps 2120. The complaint of alarming not infusing was confirmed. Event log revealed system fault 41,622 occurred 1 0 0 3. When duplicating event, this was able to be confirmed and validated. Problem isolated to motor locked from debris the gears, a bad optical switch, or a seized motor. Inside this pump it was seen that there is some debris in the gears that prevented the motor from turning. Action was taken to remove debris from gears. Device passed all functional testing.

Event description:
Information received indicating that the cadd solis vip pump was alarming that it was not infusing. No adverse effects reported.